Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with an inspiris resilia aortic valve, implanted in the pulmonic position, underwent a valve-in-valve procedure after an unknown implant duration due to unknown reason. However, it was discovered during the case that the prosthetic valve might not actually failed and the conduit stenosis proximal to the valve may be the problem. The tpvr was attempted with a 23mm 9600tfx transcatheter valve, but due to tortuous anatomy the valve would not advance and the case was aborted. The patient is to be rescheduled for alternate access. It was reported the patient had endocarditis. Per md performing the attempted valve in valve procedure, the patient had to be treated and this was not active endocarditis. There was no allegation the edwards valve was failing.

Manufacturer narrative:
The device history record (DHR) could not be reviewed, as the device serial number was not provided. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Multiple requests for additional information have been performed; however, the healthcare provider has not provided any additional details regarding this event. Based on the information available, a definitive root cause cannot be conclusively determined.